Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). An MRI technician inquired about MRI eligibility for patient stating the patient reported they are no longer able to use the programmer to connect to the ins because the battery is dead and has reached eos. Caller stated the patient was under the impression they could still have MRI of the kidney because the device was off. Reviewed MRI conditions for eos and redirected to managing hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that about a year ago they stopped using the ins because the therapy wasn't working. Now, the patient needs to get an MRI and the MRI facility told them to bring their external devices to activate MRI mode. The patient was trying to connect to the ins to activate MRI mode but they kept getting a 'communicator not found' message. A request was sent to the repair department to replace the lost communicator. Agent sent an email to patient registration to update the patient's address. Additional information was received from the patient on (B)(6) 2025. Agent received call from patient in regard to the same issue previously reported. Caller stated that they charged the replacement tm90 but were needing assistance pairing the device with the handset. Agent walked the caller through pairing the replacement tm90 to the handset but the device would not connect to the ins. Caller repositioned the tm90 multiple times over the ins, but kept getting device not responding. Caller stated that it's been a while since they connected to the ins last and have lost a lot of weight. The issue was not resolved through troubleshooting. Agent redirected caller to hcp to further assist. Additional information was received from the patient on (B)(6) 2025. Patient called back and repeated information previously noted. Agent walked patient through connecting external equipment to ins, patient saw communicator not found message, agent had patient exit out of application and retry. Patient then mentioned they were seeing a red light coming from communicator. Patient had communicator plugged in, agent had patient unplug communicator. Patient was able to connect communicator and handset. Patient saw device not responding screen and repositioned communicator several times. Agent reviewed with patient that when they had called previously with same issue they had been redirected to hcp, patient stated their hcp appointment is in february and their MRI is supposed to be next week. Agent again redirected to hcp regarding continued device not responding message. Patient also noted seeing messages on handset before tapping into the my therapy application that agent is not familiar with including "sending failed". Additional information was received from the patient on (B)(6) 2025. The patient called back asking for a yes or no answer as to if they could have MRI of the kidneys. Reviewed that because patient is not able to successfully connect to ins using the programmer they would not be eligible for MRI because they are not able to put device into MRI mode. Reviewed possible eos and MRI eligibility information regarding eos. Redirected to managing hcp to check device status and patient stated they have an appointment scheduled for february. Additional information was received from the patient on (B)(6) 2025. Patient called back and repeated the same information. Patient said she has been trying to put her device in MRI mode for two weeks. They need an MRI of bladder and kidneys. Patient thought it they wiped the handset so it went back to factory settings they could get to MRI mode. Agent explained if they wiped the handset the therapy application on the handset would be gone and they wouldn't be able to get to MRI mode. Patient said the stimulator battery isn't dead because the doctor said it would last ten years. Agent explained to patient that the battery doesn't have a set longevity and it is possible it could have died. Also explained that if they lost a lot of weight like they said that the device could have shifted or moved. Patient is meeting with the doctor at the hospital today to access the device.